Manufacturer narrative:
Per user facility manager, console does not need to be serviced. Therefore, product will not be returned for investigation.

Event description:
During ivtm therapy, customer reported that the housing of the pinwheel on the start-up kit (suk) (lot unknown) was broken. The facility nurse heard the thermogard system generated "air trap" alarm and noticed a large amount of saline fluid on the patient's bed. The nurse did not observed any error on the thermogard system but couldn't prime a new suk. Another thermogard system was used to continue with treatment. The patient was treated for fever and catheter dwell time was 3 days. No consequences or impact to patient was reported.